Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on (B)(6) 2012 and subsequently expired on (B)(6) 2012 after the use of the product.

Manufacturer narrative:
This is one of four device reports associated with this pt; the associated MFR report numbers are 1225714-2013-03586, 1225714-2013-03587, 1225714-2013-03588, and 1225714-2013-03589. Additional information has been requested and will be submitted upon receipt accordingly.

Manufacturer narrative:
This is one event (cardiovascular) of two events reported for the same pt involving two separate products; associated mdrs #1225714-2013-03586, 1225714-2013-03587, 1225714-2013-03588, 1225714-2013-03589.